Event description:
The physician used vascular stapler on right kidney- staple gun did not let go of staple once in there. Pt had significant blood loss. 2000cc total by the end of the case. Laparoscopic procedure turned into an open procedure.